Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not received.

Event description:
It was reported that the customer received multiple inaccurate fill estimates with multiple cartridges. Reportedly, the customer was able to extract approximately 20-50 units of insulin out of the cartridges despite the insulin gauge displaying that the cartridge was empty. The customer loaded a new cartridge with approximately 220 units of insulin, and received an accurate fill estimate. The customer's blood glucose level was 180 mg/dl. It was confirmed that the customer will continue using the pump for continued insulin therapy.